Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior, wear abrasion and crease fold. A visual and microscopic analysis was performed which identified opening crease smooth, stress marks, non-penetrating nicks. Base on the device analysis the final assessment is: an opening crease smooth on anterior due to fold flaw opening.

Event description:
Additionally, healthcare professional reported "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician previously reported right side capsular contracture baker grade iii. Healthcare professional later confirmed a right side rupture. Device remains implanted.